Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) was unable to communicate with a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with monitor) has been confirmed. As received, the belt failed incoming testing. Upon evaluation, there was an open along the red (can h) wire of the trunk cable. The cause of the inability to communicate with a monitor is the open wire. The root cause of the open wire cannot be positively identified but is likely excessive force place on the cable. No adverse event resulted form the defective belt.